Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 69-year-old female with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage a, was supported with an impella cp implanted via the right femoral artery. During impella support, the patient developed hemolysis, diagnosed by elevated plasma free hemoglobin (300 mg/dl) with two plasma free hemoglobin samples greater than 40 mg/dl obtained within 24 hours and elevated ldh of 777 u/l. The patient was reported to be clinically unstable with a cardiac index of 1.3, rising lactate levels, and worsening hemodynamics. No anatomic abnormalities of the heart were reported, no blood products were administered, and imaging was not used to assess pump position. Repositioning did not resolve the issue. Due to ongoing hemodynamic instability, the decision was made to escalate support and the impella cp was explanted and replaced with an impella 5.5 implanted via the right axillary/subclavian artery through surgical access. The patient survived to explant of the impella cp and remained on impella 5.5 support at the time of reporting. A causal relationship between the device and the reported hemolysis cannot be excluded; however, the contribution of the patient's severe cardiogenic shock and clinical instability to the event cannot be ruled out.